Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and the distal conductor of the lead was extrinsically over-rotated. There was blood on the distal conductor of the lead and it was obstructed, the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. Visual summary analysis of the lead indicated damage at implant. The lead was received with distortion of the distal conductor within the is-1 connector. This is indicative of the connector pin being turned an excessive number of times during helix retraction. The lead was returned with the stylet stuck in the distal conductor due to dried blood. (B)(4).

Event description:
It was reported that during the implant procedure, the physician could not extend the lead helix. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.